Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 689938) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysmenorrhea. On (B)(6) 2002, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and discomfort had resolved. The reporter considered abdominal pain, discomfort, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs and mr was received. Case becomes incident. Event "injury nos recoded as a pelvic pain female were updated. New event "abnormal vaginal bleeding, did not have confirmation test following insertion of essure micro-inserts, menorrhagia, abdominal pain, discomfort" were added. Patient dob & product lot number were added. New reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and anaemia ('anemia') in an adult female patient who had essure (batch no: 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysmenorrhea, uterine bleeding and hypertension. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic discomfort ("discomfort") and abdominal pain lower ("pain lower abdomen"). The patient was treated with blood transfusion and surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and pelvic discomfort had resolved and the anaemia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, menorrhagia, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2013, on (B)(6) 2002, on (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: plaintiff fact sheet received. Events "abdominal pain lower and anemia" was added. Reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and anaemia ('anemia') in an adult female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysmenorrhea, uterine bleeding and hypertension. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic discomfort ("discomfort") and abdominal pain lower ("pain lower abdomen"). The patient was treated with blood transfusion and surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and pelvic discomfort had resolved and the anaemia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, menorrhagia, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2002, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.